Event description:
The hospital reported that a patient experienced a bradycardia (low heart rate) event, with the patient's hr dropped below 50. The patient died. The bedside monitor data was purged by the hospital, and the hospital had not used spacelabs' full disclosure system to collect data at the time of the incident. The hospital was not able to retrieve any monitoring data regarding the incident.

Manufacturer narrative:
Spacelabs was not allowed access to the equipment. There was no waveform printout or monitor data available because the hospital had purged all patient data and the monitor was being used to monitor a new patient. The customer's concern was that the history data was not available to document this patient event. It was explained to the hospital's staff that the process of discharging a patient deletes all data from the monitor. The hospital's nurse manager has stated that no monitoring equipment malfunction is alleged. The hospital is continuing to use the equipment to monitor patients. We consider this issue closed.